Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for investigation. Investigation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed "no prime" alarms associated with zero force.